Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for underfill with the incident lot was observed but tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood, and whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated to english. The customer stated: "it was delivered to the hospital for the first time on (B)(6) 2021. Recently, the clinical use department reported that most of the tube push off problems occurred during use (the hospital used chengdu ruiqi's butterfly wing needle). The client hopes that bd company can make relevant improvements to the blood collection tube rubber plug); it also reflects that there is a problem of insufficient negative pressure in some tubes, and the blood draw is stopped when the blood volume is half."